Manufacturer narrative:
An investigation was completed in response to a customer complaint for false negative toxoplasma igg results for three separate patients in association with position c1 of the vidas® 3 instrument (ref 412590, serial (B)(6)). A field service engineer (fse) visited the customer's site to determine the cause of the false negative results. Customer data was analyzed and the instrument logs did not indicate any issues related to temperatures, the pipettor, or scanner head. Pressure logs showed a drop in pressure during sampling in position c1 when the implicated samples were tested, but the pressure remained above the lower threshold and no alarms were triggered. The fse performed a functional and operational test (fot) to identify system malfunctions prior to performing any maintenance activities. The fot failed for position c1. Upon further inspection of position c1, a white filament was found on the seal of position c1. Leaks cause the pump to aspirate less sample volume than expected, and lead to the false negative results. The seals were replaced and another fot was performed. The fot for position c1 passed after replacing the seals. The root causes for the false negative toxolasma igg results have been determined to be a pressure leak due to the white filament on the position c1 seal and a design limitation of the instrument where the lower pressure threshold was not reached and an alarm was not triggered.

Event description:
Customer in (B)(6) notified biomérieux of false negative toxoplasma igg results for three separate patients in association with position c1 of the vidas® 3 instrument (reference 412590, serial (B)(4)). The customer confirmed all samples were tested using automatic pipetting. All samples were repeated using manual pipetting on the vidas 3 instrument and obtained positive results. Sample three was also tested via western blot, this assay result was also positive. Biomérieux customer service confirmed an issue with the smart pump on the vidas 3 instrument. The customer stated patient three had a delay in reporting results; however, there is no indication from the laboratory the discrepant results or delay led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.